Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an advantage fit was used during a procedure performed on an unknown date. The procedure was completed with this device. There were no complications reported immediately at the conclusion of the procedure according to the complainant, the patient developed infection at the surgical site post device implantation. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an advantage fit was used during a procedure performed on an unknown date. The procedure was completed with this device. There were no complications reported immediately at the conclusion of the procedure according to the complainant, the patient developed infection at the surgical site post device implantation.attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.voluntary medwatch number is (B)(4).